Event description:
It was reported that the compressor does not turn on. There was no patient involvement. (B)(4).

Manufacturer narrative:
Investigation at the hospital has been performed by our field service engineer (fse). Trouble-shooting revealed that the unit had a defective mains inlet. The mains inlet was replaced, and the compressor was returned to service after successful functional and safety checks. The mains inlet was received for investigation. It was received with a clearly visible accumulation of dust. This gives an indication that there had been a long time since the last preventive maintenance. Microscopic investigation indicated that there had been a high temperature in the fuse holders and a fretting corrosion. The mains inlet was measured electrically and there was an open circuit in the fuse holder and in the switch, when the switch was in the on position. If the mains inlet is broken, the compressor will not start. If the failure occurs with a ventilator connected to the compressor, the supply of air will stop. The ventilation would, however, continue with o2 gas. Several alarms would be generated by the ventilator when the air supply had stopped. According to the user's manual, a preventive maintenance shall be performed after 5,000 operating hours. It includes visual inspection for/of damaged parts and preventive cleaning of dust in the mains inlet.

Event description:
(B)(4).